Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary the product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo investigation revealed that the device was in used condition. Both plates were already deployed. No structural anomalies could be observed on both plates. The overall complaint was confirmed as the observed condition of the truespan 12 degree peek would have contributed to the alleged device issue. A review of the batch manufacturing records was conducted on finished lot number 241l694: and no related non-conformances were identified. Based on the investigation findings, the potential cause is traced to procedural variables, such handling of the device or product interaction during procedure; the red trigger may was pulled partially while the device was manipulated for the first deployment, this will place the second plate yin position for deployment and a double deployment will occur, however, this cannot be conclusively determined. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during a meniscal repair procedure, it was observed that two plates on the device were deployed at the same time after the first firing. Another like device was used to complete the surgery. There were no adverse consequences to the patient nor surgical delay reported. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the device comes in used condition. Both plates are already deployed. No structural anomalies can be observed on both plates. A review of the batch manufacturing records was conducted on finished lot number 241l694: and no related non-conformances were identified. The overall complaint was confirmed as the observed condition of the truespan 12 degree peek would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to procedural variables, such handling of the device or product interaction during procedure; the red trigger may was pulled partially while the device was manipulated for the first deployment, this will place the second plate in position for deployment and a double deployment will occur, however, this cannot be conclusively determined. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.